Manufacturer narrative:
Continuation of d11: product ID 3708240 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type extension product ID 3708240 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that at the time of implant, while connecting the electrodes and ins, the distance seemed sufficient with no wire tightness. The patient developed tightness around the extensions in the neck, or "bowstringing". The patient described to the doctor on (B)(6) 2019 having trouble getting the lead to "release" when stretching their neck, and later reported the leads were tight and the exercises didn't appear to help anymore, so the physician had a clinic appointment on (B)(6) 2019. The physician noted the tightness occurs because the extension wires become adherent to the tissue and are not able to adjust over time. There was no apparent device issue, but simply that too short of an extension was implanted which was not apparent at the time of implant. The patient was implanted for parkinson's disease.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4) ; product ID: 3708240, serial/lot #: (B)(4), ubd: 19-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had neck tightness. Their extensions were too tight and had scarred in, the hcp planned to replace them with longer extensions.